Event description:
Hcp reported problem of "incorrect refill date" on interrogation post refill of pump. Reviewed programming and found programming was incorrect. Intended dose programming was 0.126 mg/day at concentration of 7.5 mg/ml. Dose programmed inadvertently was 126.5 mcg/d concentration 7.5 mcg/ml. Error was discovered within 15 minutes of programming. Pump was stopped. Approximate dose administered before stopping pump was 1.3 mg/morphine and 55 mcg baclofen. Pt had not experienced any overdose symptoms at last communication but was admitted to hosp for observation overnight. A supplemental medwatch will be filed when additional information is received.